Event description:
The valve was explanted and returned, because the valve was not functional. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 10/01/2008. Results of analysis will be developed in a follow-up report.